Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient experiencing pain/soreness around pocket site. The cause was unknown. Pocket revision was done and moved ipg higher to flank area.